Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken component could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the plan glass at the distal end was damaged. The reported issue (poor image) was confirmed during testing due to lens/meniscus damage. In addition, the outer tube was bent due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the image from the subject device was poor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the plan glass at the distal end was damaged. This report is being submitted for the malfunction found during evaluation (broken component). There was no harm or user injury reported due to the event.